Manufacturer narrative:
(B)(4).

Event description:
Per the audiologist, the patient experienced a loss of osseointegration resulting in fixture loss. The patient is being clinically managed by the treating health care provider.